Event description:
It was reported that a conduction issue occurred. The native aortic annulus was moderate to severely calcified. Access was gained from the right transfemoral. Balloon valvuloplasty was performed per the directions for use. A 27mm lotus edge valve system was implanted. A conduction issue lead to the need for a permeant pacemaker to be implanted. The patient is fine and discharged home.